Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their ins was replaced because it wasn't working; it wasn't stimulating the bladder enough and it didn't provide effective therapy results. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-10738 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the cause of the device not working/stimulation issue was ¿bad wiring¿. When asked about the explanted device status, the patient stated the ¿return for (B)(6) hospital, (B)(6)¿. There were no further complications reported or anticipated.